Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. (B)(4).

Event description:
The customer reported via phone call indicating that the insulin pump had blank display. Customer's blood glucose was unknown mg/dl. The customer stated that the device was not dropped nor bumped and not exposed to moisture. The customer stated that the contact on the battery cap are damaged. The customer was advised the type of battery recommended. The customer was advised to revert to a backup plan until the replacement battery arrives. The customer reported via phone call indicating that she had excessive no delivery alarm. Customer's blood glucose was unknown mg/dl. The customer reported alarm was resolved by a complete set change. The customer was advised to call when alarm occurs in order to troubleshoot.